Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, while unboxing the product, the c-ring that secures the reservoir to the oxygenator had popped off. It could not be put back on as it was too tight. *no patient involvement as this was found out of box."

Manufacturer narrative:
The returned samples were visually inspected and it was found that the c-rings on three of the four samples, that holds the neck to the reservoir, were not in place. No damages were noted anywhere on the devices. The c-rings were able to be put back into place; however, it seemed to be a loose fit and easily removed again. A retention sample from product code 3cx*fx25rec lot tp14 was obtained and confirmed to have the c-ring in its proper place. The c-ring was then able to be manually detached from the device and put back into place. The connection of the c-ring to the neck seemed to be more secure than that of the returned complaint samples. Each connecting ring is put into place using a mechanism on the reservoir leak tester in production. The leak test will not start until the handle is positioned properly over the connecting ring indicating that it has been properly put in place attaching the reservoir to the lid. All products are 100% visually inspected to ensure that the connecting ring is fully seated at each side and there isn't a loose connection. It is possible that there had been some damage to the c-rings at some point during the production process or shipping and handling that caused them to have a loose connection on the product. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.